Event description:
It was reported that on november 21st, healing is carried out when assessing the wound bed, small threads were observed inside the wound, when trying to remove one of the threads a kind of mesh was extracted. The device was placed on november 18th.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that when monitoring the wound bed small threads of the dressing were observed inside the wound. No samples were returned for evaluation. No images were provided of the reported issue. A clinical assessment was carried out. It was concluded; ¿based on the limited information provided the root cause of the reported issue cannot be determined. It is unclear if the dressing was found after being left behind, or if the extracted mesh was part of the dressing. Based cytotoxicity testing the dressing passed cytotoxicity testing and is considered non-toxic. Per communication healing was ¿carried out¿ when the wound bed was assessed. No further medical assessment can be rendered at this time.¿ a risk management review was carried out. The risk files for this product outline two possible causes of fibres left on the wound bed based on the event information provided: the dressing adhering to the wound on removal of the dressing and the dressing drying in place. This can lead to adverse events. As stated in the IFU for this product, ¿the dressing may adhere if used on lightly exuding wounds. If the dressing is not easily removed, moisten or soak the dressing in sterile saline to assist removal and avoid disruption of the healing wound.¿ we have not been able to confirm a definite relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.